Manufacturer narrative:
Hamilton medical ag case number is: cer(B)(4).

Event description:
The following was reported to hamilton medical ag: starting in february of 2023 this device has been logging tf:331001 (pvent_control defect) and failing pressure sensor assembly related tests. No health consequences or impact.